Event description:
It was reported the patient had his scs system explanted due to ineffective stimulation. The patient stated the system only helped him with his pain for a few weeks after being implanted. The patient underwent another back surgery and the scs system was removed at that time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.